Event description:
It was reported that this device was part of a system revision due to infection. The entire system was explanted to resolve the issue. A new system was implanted a few weeks later.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this device was part of a system revision due to infection. The entire system was explanted to resolve the issue. A new system was implanted a few weeks later.